Event description:
It was reported that during an mis t lift, the tap would not advance. The tap was removed and the tip of it was missing. The pieces were in the body. Hour and half surgical delay to remove pieces, some pieces remained inside the body.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The device was inspected and it was found that the tip of the tip is fractured off, the fractured piece was not returned as it remains inside the patient. No adverse consequences to the patient were reported at this time. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be more than 4 years old. Conclusion: CAPA was opened to address this issue and includes a design change that increases the thickness of the tap and updating the surgical technique requiring use of the awl prior to tapping that has now been implemented for devices manufactured after 15aug2015. The reported device is in the scope of the CAPA. The probable root cause of the reported event is design related, based on the CAPA, es2 taps were identified to have lower wall thickness: the wall thickness of the lower diameter taps are more susceptible to fracture or normal wear and tear of instruments.

Event description:
It was reported that during an mis t lift, the tap would not advance. The tap was removed and the tip of it was missing. The pieces were in the body. Hour and half surgical delay to remove pieces, some pieces remained inside the body.